Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. Scanning electron analysis indicated the fracture was due to overload. Cause cannot be definitively determined. Evaluation: as returned, both bits are fractured approximately 11/64 inches from the start of the flutes. Manufacturing documentation is in order and appears to be conforming. The devices had potential field ages of approximately 14 months and 3 months.

Event description:
It is reported that while drilling, prior to seating the baseplate, first 2.5 drill snapped and was removed. While drilling prior to seating inverse/reverse the replacement 2.5 drill broke as well.